Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. False alarm: clinical details report false "position in aorta" alarms on 8/nov/2025. Ultrasound verified pump position to be normal, and impella connect appeared to suggest thrombus as the cause. Additionally, the patient's appts were in the low 30s at the time due to the fact that the patient was only on meylon purge post-thoracotomy. The acts were not reported at the time of the complication, but the starting act was 170, below the IFU recommendation of 250. Data log review confirmed the report. Around 08:30 on 8/nov, there was a sudden mc spike to 251 ma with a ms deviation at p-4. This was followed by a drop in mc and pump flows and some variability in the ps. Leading up to the mc spike, the ps waveform was a typical aortic pressure trace, well aligned with the mc waveform. Additionally, optical signal metrics were within expected ranges. However, after the mc spike, the ps and mc waveforms came slightly out of phase, and false positioning alarms began to trigger shortly after. There was another subsequent mc spike to 818 ma with a ms deviation 3 hours after the initial spike. This was followed by an increase in mc and pump flows. All the signatures noted in data logs support a biomaterial ingestion event. Product was not returned for investigation. Based on the signatures noted in data log review, the cause of the false alarm was determined to be biomaterial ingestion. The ingestion event, however, could not be definitively linked to the low starting act four days prior. Thrombosis: clinical details report suspicion of thrombus at the time of false positioning alarms. The root cause of the thrombosis was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 63 year old male was implanted with a impella 5.5 for support of heart failure. An alarm indicating the pump position in the aorta was raised on the aic, and although the position was confirmed with an ultrasound, there was no problem (approximately 4.0 cm), and the flow rate seemed a little unusual. When the situation was checked with impella connect, a thrombus obstruction in the cannula was suspected. When anticoagulation management was confirmed, it was found that the patient had undergone thoracotomy to stop hemostasis due to cardiac rupture (woozing) after an myocardial infarction and had only undergone mylon purging, with no systemic anticoagulation. The bleeding had apparently now subsided, so the doctor decided to start systemic heparin and the call ended. Impella connect then confirmed that the pump had been removed. The decision was made to remove the pump because a thrombus was suspected and the patient's hemodynamics were stable, so it was expected that there would be no problems with removal.